Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had multiple alarms including ¿iabp may require maintenance,¿ ¿power-up test fails code #14. No trigger. Battery in use,¿ and ¿gas gain in iab circuit,¿ indicating significant technical issues. Additionally, condensation was noted in the helium tubing upon aspiration by CT surgery. Despite these alerts, the patient remained asymptomatic and hemodynamically stable throughout.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval?), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusion), h11 corrected fields: e3 revert the contents of section d1, d4 (version or model #, catalog #, serial#) to blank as details are not available. Getinge support was contacted and many attempts were made to troubleshoot. There was 7 consoles exchanged during the event and the iab catheter was removed due to the issues.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had many alarms and shut offs. There was patient involvement and no injury or harm reported.